Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 5f amplatzer torqvue lp delivery system was chosen for a procedure. During procedure, a leak was noted on the delivery system.